Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when the device exited the scope, the direction of the catheter tip and the cutting wire were both incorrect. When the device was inspected and removed, it was found that the tip had split/torn/smashed and the paint marker was chipped and peeling off. Additionally, the tip was twisted. It was reported that they inspected the scope afterwards and the elevator had no signs that the device could have knocked against the scope before it exited. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.